Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rebs2432 showed no other similar product complaint(s) from this lot number.

Event description:
Line would not flush. No other information provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occluded catheter was confirmed and the cause was use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. The sample terminated within the region of the clear strain-relief sleeve. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be fully occluded. Following disassembly of the connector, inspection of the bore revealed that the catheter was not fully inserted through the distal segment. Following longitudinal bisection of the distal segment, inspection of the catheter revealed that it was kinked between the compression sleeve and the distal end of the connector. The catheter was not fully inserted through the compression sleeve. Microscopic inspection of the sample confirmed that the catheter was not fully inserted through the compression sleeve and had been kinked between the sleeve and the distal end of the connector. The observed inability to flush through the sample was caused by the kinked catheter within the connector. The kink appeared to be caused by failing to fully insert the catheter through the compression sleeve prior to assembly. The product IFU provides instructions for proper assembly of the catheter/connector system. A lot history review (lhr) of rebs2432 showed no other similar product complaint(s) from this lot number.

Event description:
Line would not flush. No other information provided.